Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the display was blank. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. The remote service engineer (rse) informed the customer that the 1st generation light crystal display (lcd) was no longer available. The rse and customer discussed options on upgrading to the 2nd generation lcd and provided the part number for the user interface (ui) assembly.